Manufacturer narrative:
(B)(4). Report source: study was inadvertently not entered. Device evaluation the device was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) was implanted in a female patient's right eye on (B)(6) 2016. At surgery the lens was at 106 degrees. During a routine medical examination on (B)(6) 2016, the physician noticed the lens rotated to 155 degrees, a difference of 49 degrees. There was no patient complications. The surgery outcome did not significantly interfered with patients activities of daily life. The patient had no complaints at 1 month post-op. The lens was re- positioned on (B)(6) 2016.